Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty and entrapment occurred. The target lesion was located in the heavily calcified distal superficial femoral artery (sfa). A 6x150, 130 eluvia drug-eluting stent was selected for treatment and advanced over a non-bsc .035 guide wire to the target lesion. The physician felt a lot of resistance during the final deployment steps when pulling the pull grip. The stent was able to be deployed. However, the delivery system was not able to removed as it was stuck on the guide wire. It was reported that only with "brut force" and pulling the wire back was the delivery system able to be removed. The procedure was completed successfully with this device. There were no patient complications and the patient is in stable condition.